Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
A patient who underwent a total hip arthroplasty on an unknown date has been indicated for revision due to unknown reasons. No revision has been reported to date.

Manufacturer narrative:
(B)(4). Upon 3rd party review of x-rays received, proximal femur fracture, including displaced oblique fracture exiting the lateral femur at the tip of the femoral stem was noted. The follow-up report is being submitted to relay additional information.